Event description:
During a tfn procedure right hip the surgeon was using the stepped drill bit. A 2.4mm piece of the drill bit broke off in the femoral neck. The surgeon could not retrieve the piece and the piece remains in the femoral neck of the patient. Post op x-rays shows the tip of the broken drill bit is next to the helical blade. It was noted the facility was concerned the whole system is off angle and misaligned. Surgeon manipulated the set to complete the procedure successfully, the helical blade was inserted without difficulty, and there were no further incidents and no intraoperative adverse effect to the patient was noted. Procedure was delayed approximately one (1) hour. This is 1 of 5 reports.

Manufacturer narrative:
The lot was made to the correct material requirements, met the hardness and required specifications. A review of synthes device history record for lot# up36922 revealed the stepped drill bit was manufactured by unique instruments and processed per specification requirements. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. The unit has a broken tip. There is also some additional damage to the distal threads and general wear and tear scuff marks along the shaft. The unit returned for the complaint and met dimensional inspections for the tip and thread diameters. The tip was unable to be measured for length due to the damage.